Event description:
It was reported that the colonovideoscope exhibited a b30 scope communication error. The issue occurred during a diagnostic colonoscopy, mid-procedure, and was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.